Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24x2.72mm target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx) artery. A 2.75x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the mid of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element ous, mr, 2.75x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypo tube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24x2.72mm target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx) artery. A 2.75x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the mid of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.